Event description:
It was reported that the atrial lead was found to be dislodged during next day check. It was noted there was low p waves but stable acceptable thresholds. The lead was repositioned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6935m implantable tachy lead, implanted: (B)(6) 2013; ddbcd4 implantable cardioverter defibrillator (ICD) implanted: (B)(6) 2013. (B)(4).